Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple unexplained pump reboots. The pump was returned with visible evidence of moisture behind the display screen. The pump was observed to be cracked. The pump powered on with functioning auditory and no vibratory features. The leak test failed due to a cracked pump case. The pump was opened and moisture was observed on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and pixilated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.